Event description:
The complainant reported an issue with an unknown device manufactured by aesculap ag. According to the user facility (uf report # (B)(4)), the tip of the medium crochet vein hook broke off into the patient. The tip of the crochet vein hook was located and removed. The article code of the device is unknown. No patient information was made available. The event date is unknown. Should additional details become available, a supplemental medwatch report will be submitted. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Reference code (B)(4). Device name unknown. Serial number n/a. Batch number unknown. UDI device identifier unknown. UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-di unknown. Manufacturing date unknown. Investigation: products not provided for investigation. Therefore no investigation possible. Pictorial documentation: products not provided for investigation. Therefore no pictorial documentation possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a unknown device manufactured by aesculap (B)(4). According to the user facility report (B)(4) the tip of the medium crochet vein hook broke off into the patient. The tip of the crochet vein hook was located and removed. The article code of the device is unknown. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).